Manufacturer narrative:
Device evaluation of monitor has been completed. During troubleshooting, a reportable malfunction was found. The monitor¿s front response buttons was non-functional with contamination in the button, causing the button to be intermittent. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.